Manufacturer narrative:
Based on the information received the root cause of the event cannot be determined; however, patient factors may have contributed to the event.

Event description:
Edwards received information that a 25mm aortic bioprosthetic valve was explanted after eight (8) years and six (6) months due to unknown reasons. No additional information was provided.

Manufacturer narrative:
Product evaluation: valve was explanted due to unknown reasons. Multiple fragments of tissue and sewing ring were returned. The cuts on the fragments appeared smooth and straight. Valve frame was not returned. Evidence of host tissue was seen on some of the fragments. X-ray demonstrated minimal calcification on some of the returned fragments. Two pledgets remained attached to what appeared to be sewing ring fragment. The received fragments was not in the same condition as in the image provided by the customer. The device history record was reviewed and shows that this product met all manufacturing specifications for device release for distribution. No issues were identified that would have impacted this event. The device was returned to edwards for visual evaluation; however, the event could not be confirmed. Attempts to retrieve further information were unsuccessful. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that 25mm aortic bioprosthetic valve was explanted due to prosthetic valve severe stenosis and severe insufficiency. It was reported that transesophageal echocardiography noted there was no mobility of the leaflets. "The valve itself was thickened, leathery and had no mobility of the 3 leaflets that were stuck in an open position. Moderate calcification of the valve was noted. All 3 struts were noted to have fibrotic tissue fixing it to the aortic wall." During the procedure the patient also underwent mitral valve annuloplasty and replacement of ascending aorta with a tube graft. The 25mm was replaced with a 21mm non-edwards mechanical valve. The patient was brought to cardiovascular intensive care unit where he coded few minutes later and was seen by a pulmonologist as well as nephrologist. After making all efforts the patient continued to be doing poor and later expired.

Manufacturer narrative:
(B)(4). The received fragments were not in the same condition as in the image provided. The clinical observations of thickened tissue, calcification, stenosis, and insufficiency could not be confirmed. The root cause of this event was likely overgrowth of host tissue and calcification leading to restricted leaflet motion, stenosis and regurgitation. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue in-growth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These can include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, the patient was (B)(6) at the time of original aortic valve replacement. Other patient specific past medical history included coronary artery disease, 35 year smoking history and dyslipidemia. The patient¿s age at implant may have played a contributing role in the development of calcification.